Manufacturer narrative:
Follow up received on 22-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-oct-2015 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) coils removed; 2 months after their insertion, because there was nickel in the coils. This event, interpreted as nickel sensitivity, is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, physician stated patient had nausea, abdominal pain and vaginal discharge. According to him, she had essure removed because she discovered the coils had nickel (no other events, which could be related to nickel sensitivity were reported). Although limited information was provided in this case; given the positive temporal relationship between essure insertion and the event and considering its nature; causality with the suspect insert cannot be excluded. This case is regarded as incident, since device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No further information can be obtained since physician denied further contact.

Event description:
This is a spontaneous case report received from a general practitioner in (B)(6) on 04-sep-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. It was reported that patient found out after the treatment that that there was nickel in the coils. That was the reason for patient to have the coils removed in end of (B)(6) 2015 with tubectomy. The patient experienced complaints at that moment like nausea, abdominal pain and increased vaginal discharge. She insisted to be treated in a specific hospital (nieuwegein). The reporter did not want to provide additional information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) coils removed; 2 months after their insertion, because there was nickel in the coils. This event, interpreted as nickel sensitivity, is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, physician stated patient had nausea, abdominal pain and vaginal discharge. According to him, she had essure removed because she discovered the coils had nickel (no other events, which could be related to nickel sensitivity were reported). Although limited information was provided in this case; given the positive temporal relationship between essure insertion and the event and considering its nature; causality with the suspect insert cannot be excluded. This case is regarded as incident, since device removal was required. A product technical analysis is being sought. No further information can be obtained since physician denied further contact.